Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (2 grams, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Action taken with pd therapy was not reported. No additional information is available.